Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Batch record review: lot 0h04262 was manufactured on 09/03/2020 in the line convex 2 pc (ost), with a total of (B)(4) mkus. Compliance engineer ID 6053 performed a batch record review on 09/aug/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1156500 and manufacturing order 1534519. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photographs were received in which the reported defect can be observed. No unused return samples were received for evaluation. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered that none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under a separate complaint. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributing factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 2 of 8. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the opening of 8 wafers from 1 market unit was off-centered and she noted this issue prior to use. Although she knew that she should not have used the wafers with an off-center opening, she had no choice as she was on vacation. She experienced a decrease in wear time to 1 day from her normal wear time of 3-4 days. She had used 7 out of 8 wafers that she had brought with her. There was no harm reported. Photographs depicting the issue were received from the end user.